Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell # item 010000663 lot 6281234. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the liner did not seat into the cup. Surgery was completed with another liner. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection found the outer radius of the liner to be scratched and indented. The sidewall of the liner is gouged. No significant damage was observed on the barb or scallops. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.